Manufacturer narrative:
(B)(4). Date sent: 8/22/2024. D4 batch #: c9df3a. Additional information was requested and the following was obtained: did the active titanium blade break off? No. Did the white tissue pad break off? No. Is the white tissue pad completely missing from the clamp arm of the device? No. The clamp arm detached. The doctor said that the hinge was found outside of abdominal cavity. It was found when scrub nurse was cleaning the tip of the device. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm loose. In addition, the clamp arm pin was detached and it was returned with the complaint. Upon visual inspection to the blade it was observed that black coating was damage. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to verify the condition of the internal components and no anomalies were found. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9df3a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during unknown surgery, a hinge which was fixing the tip of the tissue pad came off. It is not known whether the pieces came off inside the body or outside of abdominal cavity. The pieces which came off were removed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2024. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm loose. In addition, the clamp arm pin was detached and it was returned with the complaint. Upon visual inspection to the blade it was observed that black coating was damage. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to verify the condition of the internal components and no anomalies were found. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9df3a, and no non-conformances were identified.